Event description:
A female healthcare worker felt some tingling without any change in the integrity of the skin that resolved after rinsing her hands with water. The reporter denied that the worker was burned, and she did not require medical attention. She added that the facility was uncertain if the symptoms came from the sterrad or another sterilizer. The vaporization plate was in place at the time of the event.